Event description:
Pt reported experiencing a hypoglycemic event, during september 2004. Pt stated that emergency medical services were contacted, after pt was found unconscious, in their bedroom. Pt was transported to the hosp, where their blood glucose measured 23 mg/dl. Pt was treated with a glucose IV, and remained hospitalized, for observation, for the next 24 hours.